Event description:
The manufacturer received information alleging an everflo oxygen concentrator had thermal damage to the power cord. There was no report of patient harm or injury. The everflo oxygen concentrator was returned to the manufacturer's service center for evaluation. The manufacturer found evidence of thermal damage to the power cord. The power cord was observed to have damage consistent with the application of excessive force by the end user. It appears the device was placed too close to a hard surface. This caused the power cord to bend, creating weakness in the power cord. Product labeling for the everflo oxygen concentrator state, "keep the device at least 15 to 30 cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)."